Manufacturer narrative:
Follow-up #1: date of submission 01/24/2004, device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the bolus button was found to be lifted and unresponsive to button presses. The keypad button cover was removed and contamination was found on internal components of bolus button. Unrelated to the complaint, the battery compartment was found to be cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issues with loss of power occurred with the pump during testing. No evidence of moisture damage was found to the battery compartment. Also unrelated to the complaint, the display screen was found to be dim/faded and discolored.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The audio bolus button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).